Event description:
The customer reported via phone call that he was hospitalized due to a high blood glucose level of over 700 mg/dl. The night before his blood glucose dropped but went back up to 508 mg/dl. The customer had extreme thirst and was vomiting. Troubleshooting was not performed because he was not feeling well. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.